Event description:
It was reported that bd plastipak¿ leur lok syringe had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿we have recently found a number products with clear particles in them at final check, we have sent products off to different manufacturers in case it was from them. However today we have found a few syringes with these particles in them prior to using, we are now confident these are the particles we have been finding. We have quarantined syringes now, luckily we have another batch and we are going to be inspecting and using these. New batch number is 19676 , can you please confirm if the new batch are made with a different batch number of bd syringes or not? We are going to contact the dmrc already as we have made licensed products in these and have initiated a recall.

Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of (B)(4),MFR report # 3003152976-2019-00234 that has already been reported for malfunction.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ leur lok syringe had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿we have recently found a number products with clear particles in them at final check, we have sent products off to different manufacturers in case it was from them. However today we have found a few syringes with these particles in them prior to using, we are now confident these are the particles we have been finding. We have quarantined syringes now, luckily we have another batch and we are going to be inspecting and using these. New batch number is 19676 ¿ can you please confirm if the new batch are made with a different batch number of bd syringes or not? We are going to contact the dmrc already as we have made licensed products in these and have initiated a recall.